Event description:
It was reported that there was a broken catheter. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used medical devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, little to no tactile feedback was experienced when deflecting the catheter in the f-curve direction. The inability to fully deflect the device's f-curve indicates damage to the internal steering wire. No further relevant visible damage was observed. The catheter handle, deflection/locking mechanism (in the j direction), and distal tip appeared to be intact. The device met the curve and planarity specification in the j direction, however, the catheter failed curve specification in the f direction a review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the likely root cause is curve failure as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. Always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the device. Do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Use both fluoroscopy and electrograms to monitor the advancement of the device to the area of the endocardium under investigation to avoid vascular or cardiac damage. Tactile feedback of reprocessed devices may vary during use. Inspect the catheter and package before opening. The contents of the package are sterile unless the package is opened or damaged. If the package is damaged or if it was opened and the catheter not used, do not use the catheter. Return the catheter and packaging to stryker sustainability solutions. Storage and handling: prior to use, store reprocessed ep catheters in a cool, dry, dark place. The reported event will continue to be monitored through post-market surveillance.